Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor barrier separation. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are not separating properly after centrifugation.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced poor barrier separation. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are not separating properly after centrifugation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 08-nov-2022. Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and controls) demonstrated clinically acceptable performance for all visual observations evaluated. We will continue to monitor for additional complaints and emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.